Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that contrasts media with saline solution was observed leaving tip of the balloon when the flushed and during inflation attempts. There was not extensive guidewire manipulation. The guidewire tip was advanced normally from the catheter tip, neither fast or slowly. The guidewire tip had been shaped. The balloon had been inflated and deflated twice. The balloon had been deflated with the syringe both times. The injection rate was slow. Blood did not enter the catheter lumen. The balloon was not inspected for the presence of a clot at the tip or inflation holes after removal. There were no kinks observed on the catheter during use. The balloon had been tested prior to use, and the balloon performed as intended during testing.

Event description:
Medtronic received a report that the doctor introduced the x-pedion wire into the lumen of balloon, then they tried to insufflate it but they couldn't. They saw "like a fugue" on the balloon. They tried twice but it was noted that the balloon was broken. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend the patient hospitalization. There was no injury as a result of the event.

Manufacturer narrative:
E. Unable to provide healthcare professional information due to privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.